Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to an elevated blood glucose (bg) level of 1300 mg/dl. Customer was treated with intravenous insulin and fluids, and was released from the hospital on (B)(6) 2020. Reportedly, customer had a heart attack and heath care provider was unable to verify cause of the heart attack, and customer was unsure of the cause of the elevated blood glucose level. Recommendation was made to discuss diabetes management with a health care professional.